Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a mild torturous access site and horizontal anatomy measured to be 62 degrees. And calcification protrusion in the left ventricular outflow tract (lvot) on the left-coronary cusp (lcc) with severely calcified leaflets. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, it was difficult to position optimally on the lcc, and two partial recaptures were performed. On the third attempt, at 80 percent, it was able to be positioned at 4mm on the non-coronary cusp (ncc). At the time of release, the depth measured 2 mm at the ncc and 4¿mm at the lcc. The final implanted depth remained 2 mm at the ncc and 4 mm at the lcc. No paravalvular leak (pvl) was noted, on transesophageal echocardiogram (tee), minimal pvl was observed by the anesthesiologist. Approximately one hour later, the patient was hypotensive and experienced abdominal pain. The patient also has access site bleeding (effusion) and tee showed moderate to severe aortic regurgitation (ai). A blood transfusion was administered, and a compression was performed to resolve the bleeding event. On the following day, tee revealed that the ai was from the mitral valve with a grade 1/trace pvl. No intervention was performed to treat the trace pvl or mitral valve regurgitation, and it was considered to be acceptable by the physician. The patient had extended hospitalization due to the effusion at the access site. The patient was in a stable condition.